Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the alinity c processing module generated error code 3062 residual liquid detected in cuvettes on multiple cuvettes. The customer reported that they had 6 patients that they have to correct results for multiple analytes. Some results were reported to providers, and some were held due to results being flagged with a greater than (>) sign. Reruns were performed on another instrument. The customer provided the following example from 1 patient: potassium initial result was 8.3, and repeat result was 4.3 mmol/l (customer reference range is 3.5-5.1). Glucose initial result was 306, and repeat result was 97 mg/dl (customer reference range is 70-100). It was reported that troubleshooting of the analyzer, including replacement of calibration of analyzer probes and cuvette wash was performed. The customer reported that qc and patient results are looking good now. The customer reported that there was no known negative impact to patient care and no reported impact to patient management.

Event description:
The customer reported that the alinity c processing module generated error code 3062 residual liquid detected in cuvettes on multiple cuvettes. The customer reported that they had 6 patients that they have to correct results for multiple analytes. Some results were reported to providers, and some were held due to results being flagged with a greater than (>) sign. Reruns were performed on another instrument. The customer provided the following example from 1 patient: potassium initial result was 8.3, and repeat result was 4.3 mmol/l (customer reference range is 3.5-5.1). Glucose initial result was 306, and repeat result was 97 mg/dl (customer reference range is 70-100). It was reported that troubleshooting of the analyzer, including replacement of calibration of analyzer probes and cuvette wash was performed. The customer reported that qc and patient results are looking good now. The customer reported that there was no known negative impact to patient care and no reported impact to patient management.

Manufacturer narrative:
The alinity c processing module, serial # (B)(6) was evaluated. It was determined that the alnty c-series sample probe required replacement and calibration. The instrument service history review revealed no additional issues associated with discrepant results related to the customer complaint. A review of tracking and trending did not identify a trend for the alinity system or the alnty c-series sample probe with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues with the alnty c-series sample probe as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.